Event description:
It was reported that during use, the device exhibited a leak at the connection point where the clear tubing connects to the white plastic spike. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. The leak test could not be performed since missing spike; however, according to the complaint description, leak was present on tubing to spike connection, thus, complaint is confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.